Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing noted that the downstream occlusion sensor needed recalibration. The device passed all functional testing after the repairs. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The reported issue is: "overpressure alarm". The incident occurred during set up. There was no patient involvement.